Event description:
Description of event according to the initial reporter: post deployment of zdeg, green sleeve and trigger wires would not release. Excessive force required to release trigger wires causing dilator and device to migrate distally resulting in encroachment of the celiac artery. Subsequent stent implantation was required to preserve celiac artery. Patient outcome: no unintended device remained inside the patient´s body. The patient did require an additional procedure due to occurrence. A celiac covered stent was placed to protect celiac from stent migration and mal-perfusion. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.